Event description:
Back support failed to remain in horizontal postion. The left hook (#17 on attached diagram) failed to lock in place. Somehow it disengaged, & the left seat fell downwards. The resident somersaulted & fell face first to the floor. She was belted which remained in place. The event location is in the tub room.